Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, forceps channel port found shaved likely occurred as a result of wear and tear with customer´s mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿leaking at the distal end" was not confirmed. The following findings were noted during device evaluation: plug unit has a scratch, due to a pinhole on the bending section, water tightness is lost, image guide protector has a cut, and connecting tube has a dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis exera iii bronchovideoscope was sent in not properly reprocessed during preparation for use with leaking at the distal end. Upon inspection and evaluation, forceps channel port is shaved. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation. Pae was detected during estimation. Repair human during inspection, issue found which is coded as pae. Undicht am distalende